Manufacturer narrative:
D10: 02-010-03-0240 - logic cr femoral cem, left, sz 4 (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t (B)(6) 200-02-38 - three peg patella 38mm (B)(6) 204-32-01 - fluted stem extension 11l x 12 mm (B)(6) 204-70-00 - tibial stem ext. Screw (B)(6). The complaint device, (tibial insert), was evaluated, and the reported event was not confirmed. The evaluation identified third body wear which occurs when a third body, such as a fragment of bone or bonce cement, gets trapped between the articulating surfaces of the insert and the femoral component. There was little to no motion between the tibial insert and the tibial tray indicated. A review of complaint history determined that no further action is required as no trends were identified. The reason for the revision reported in cannot be confirmed from the reported information but may be related to prosthesis wear (as seen on the returned insert), instability, and/or bone quality. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient, who had an initial left knee implanted, date unknown, was successfully revised to a logic cc knee. The patient's liner is suspected to be part of the recall. Multiple request for information were sent, no information has been provided. This is 1 of 2 reports for this incident.